Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-00602). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.